Event description:
It was reported that the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, the patient's post-op period has been marked by severe pain and discomfort in his lower back and lower extremities. Reportedly, on (B)(6) 2007, patient underwent a revision procedure to relieve severe stenosis at the original implant site. Reportedly, on (B)(6) 2009 the patient underwent a l3 to s1 spinal fusion surgery to relieve foraminal stenosis in the lumbar region of his spine. Reportedly, a significant amount of bone was removed to free the nerve roots. Reportedly, the patient continues to experience severe and unrelenting pain in his lumbar spine. He suffers from severe intractable buttock and bilateral lower extremity pain, with accompanying numbness.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.